Event description:
It was reported that during a coronary stenting treatment procedure, removal difficulties occurred. The 5.0 x 16 mm liberte' stent was successfully placed. The physician attempted to withdraw the delivery device, which became lodged inside the guide catheter. The device was removed from the patient. No patient complications occurred. Patient status is satisfactory.